Event description:
It was reported to boston scientific corporation that a captiflex medium oval snare was used during a colonoscopy procedure. According to the complainant, during the unpacking the technician tested the device to make sure it worked but the wire within the plastic sheath broke. A new device was opened and was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be "unchanged".

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.